Event description:
Pt. Required use of external pacemaker due to development of 3rd. Degree heart block. Lifepak 8 quickpace unit and cardiac monitor unit connected to pt. With pacing and capture for approximately 5 minutes when "lead off" message was noted on monitor screen and unit stopped pacing patient. Monitor unit also in use to monitor pt. And for obtaining strips; 5 leads from lifepak 8 monitor were also in place. Attempts at trouble shooting "lead off" message was done by changing monitor lead pads and verifying all lead connections were secure. Pacing lead pads were re-positioned but not changed. Pt. Required insertion of temporary transvenous acing wire due to inability of life pak quick pace to continue pacing pt.